Event description:
Device 1 of 2. Ref MFR report: 1627487-2013-08055. It was reported, the pt was having severe pocket heating while the stimulation was on along with pain and a heating sensation at the ipg (implantable pulse generator) site. She had the feeling of water running down her leg below the ipg site. The pt also had spasms in the upper left mid back and felt an increase in pain in that area when the stimulation was increased. She was advised by the physician to wear liboderm patches over the ipg site for pain relief and was also ordered for a blood test for further analysis. The pt was given an option for device explant but she preferred to have it implanted as it was providing pain relief. No further information was available at the time of this report.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.